Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus yel 24ga x 0.75in prn there was an issue with leakage during priming. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed leakage at prn during priming.

Event description:
It was reported that before use of the bd pegasus yel 24ga x 0.75in prn there was an issue with leakage during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed leakage at prn during priming.

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.